Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lens, the downstream occlusion seal was lifted, and a worn upstream occlusion seal. The device's event history log was reviewed for evidence of the reported problem and found a cannot start pump air in line" error. Functional testing was conducted. Upon testing, the reported problem was duplicated. An inoperable air detector was determined to be the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported the device exhibited air in line. No adverse patient effects were reported by the customer.